Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) level was 519 mg/dl. The cause of the increase in bg level was unknown by the customer. A manual injection was administered to address the high bg.